Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was stated the patient had a seizure and they were wondering if the implantable neurostimulator (ins) would have caused the seizure.

Manufacturer narrative:
(B)(4).